Event description:
It was reported that the patient experienced pain while using the spinalpak device. The sales representative advised the patient to wait a week before resuming treatment, but the patient declined and asked to return the unit. It was later reported that the patient wore the unit for 4 hours and it caused too much pain. The patient spoke with their nurse who advised that the patient did not need to wear the unit anymore. No further information was provided.

Manufacturer narrative:
Section b3: as the day of the event is unknown, the event date is estimated as november of 2025. Without a product return, no product evaluation is able to be conducted. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow up report will be sent.

Manufacturer narrative:
Corrected data in the following fields - d3: email address, g1: email address. Additional information in the following fields- b4: date of this report, d8, d9: device service and availability, g3: date received by manufacturer, h2: device evaluation, h3: device evaluated by manufacturer, h6: evaluation codes. The spinal pak assembly was received for evaluation, but due to the nature of the complaint and the information provided within the complaint file, only the spinal pak stimulator was evaluated. A visual inspection of the customer¿s returned product was performed. Included was one spinal pak stimulator part no. 1067716 with serial number: (B)(6) received in a shipping box. The part received appears to be in good condition from a visual/cosmetic standpoint. The compliance data for the spinal pak stimulator was downloaded on (B)(6) 2026. The compliance data indicates the unit was treated for 0 days, 06 hours, and 47 minutes. Review of the DHR indicates that the unit was manufactured on october 11, 2025. There were no non-conformance's or deviations reported on the DHR. The unit ran a burn-in stand-alone ¿battery¿ for more than 24 hours with no problem. Review of the information provided by the customer and the findings from the investigation indicated that no physical and/or device functional condition could be found, and that could be considered a causal factor for the reported complaint of "pain". No failure and/or fault conditions could be found and confirmed. Therefore, no further actions are required currently. Review of complaint history identified (48) total complaints from (october 11, 2024) to (october 11, 2025) for pn: (1067716,1067717) and events related to (pain). Keyword search criteria: (complaint code: medical: pain) the search could not be specified further because the main complaint was pain. Device usage: this device was used for treatment. A follow-up report will be sent if additional information is obtained that adds value to the relevant content of this report.

Event description:
It was reported that the patient was in terrible pain after using the device for 4 hours. The pain resolved within about an hour of removing the device. No pain medication was taken, the pain resolved on its own. The patient had some pain after surgery but stated it was bearable. After 4 hours of wearing the unit, the pain became unbearable. The pain level was rated an 8 out of 10 with 10 being the highest. The patient's nurse advised that the patient should discontinue treatment with the spinalpak. No further information was provided. The product was returned for further evaluation.

Event description:
It was reported that the patient was in terrible pain after using the device for 4 hours. The pain resolved within about an hour of removing the device. No pain medication was taken, the pain resolved on its own. The patient had some pain after surgery but stated it was bearable. After 4 hours of wearing the unit, the pain became unbearable. The pain level was rated an 8 out of 10 with 10 being the highest. The patient's nurse advised that the patient should discontinue treatment with the spinalpak. No further information was provided.

Manufacturer narrative:
Additional information in following fields- b2: outcomes attributed to adverse event, b4: date of this report, b5: additional narrative, g3: date received by manufacturer. Without a product return, no product evaluation is able to be conducted. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow up report will be sent.